Event description:
It was reported that the physician was using an endeavor resolute rx 3.50mm x 30mm device to treat a severely tortuous lesion that exhibited 90% stenosis in the proximal lad. The device could not pass the lesion which was pre dilated. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used a 3.0 x 25mm stent device to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th and 9th distal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: severely tortuous, 90% stenosis. Stent deformation. Conclusion: stent deformation. Severely tortuous, 90% stenosis.